Manufacturer narrative:
(B)(4), secondary surgery, excessive, (B)(4).

Event description:
The rptr stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens on (B)(6) 2010 in pt's left eye. The lens was explanted on (B)(6) 2011 due to excessive vaulting. Pt has pre-existing condition - keratoconus. The pt experienced significant reduction of irido-corneal angles. An iol lens implanted. See MFR #2023826-2011-00104 for the right eye.